Manufacturer narrative:
Unit received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or verify loss memory after change battery due to e52 alarm.

Event description:
It was reported that the insulin pump had memory loss after battery changed. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis,.